Manufacturer narrative:
Correction: section b1: "product problem" should not have been selected in the initial report as this device was prophylactically removed with no malfunction initially stated.

Event description:
It was reported that the device is included in the field safety correction action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on (B)(6) 2025 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.